Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. H2: additional information. H6: type of investigation - additional. H6: type of investigation - correction, please disregard h6 code 4119 on initial MDR. Submitted in error.

Event description:
Subsequent to the initial MDR, additional information has been received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.